Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were automatic mode switch (ams) episodes from noise and far-r wave over-sensing on the right atrial (ra) lead. Programming changes were made to resolve the oversensing. The patient was in stable condition.